Event description:
It was observed that during device evaluation, the colonovideoscope exhibited error e315 (incompatible scope), no image output, a sticky connecting tube, and white foreign material in the air/water cylinder and tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the investigation results, it is likely that the error e315 (incompatible scope) and lack of image output were due to a component failure. However, the cause of the sticky connecting tube and the presence of white foreign material in the air/water cylinder and tube could not be established. Date of event is unknown. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.